Event description:
Reportedly a maintenance person saw a spark from power cord near pump when the pump was moved. The power cord was unplugged and cut off to prevent future use. No pt or operator injury occurred.